Event description:
Patient in the operating room for suction dilatation and curettage of an incomplete miscarriage, 6-7 weeks gestation. During surgery, it was noted that the plastic suction tip (vacurette curette)had a jagged edge. The missing tip was not found upon search of the room. The doctor performed a hysteroscopy to determine if it was within the cavity and was negative. The ultrasound done in recovery room was also negative. The location of the tip is not known.